Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 9. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced nine cannula's leakage, which led to high blood glucose level on (B)(6) 2026. The leakage site was on the stomach. Due to this leakage, the patient observed a damp patch under the adhesive and the patient's blood glucose levels increased, with ketones being found 0.9 mmol/l. No further information available.